Event description:
A customer reported a malfunction alarm on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the customer's pump was not affected by a known issue, but decided to replace it with a new pump having updated software. The customer was informed about training available on their tandem source account and was guided on how to return the faulty pump.